Event description:
It was reported that during the procedure in the heavily tortuous 2.5 millimeter diameter mid right coronary artery, pre-dilatation was not performed and a 2.5x15 xience v drug-eluting stent delivery system (sds) was advanced toward a concentric, heavily calcified, 90% stenosed, 10 millimeter long lesion. When crossing the lesion, resistance was felt, force was applied, and the stent dislodged from the balloon and was retrieved using a snare device. The xience sds was withdrawn without resistance. The lesion was treated with only plain old balloon angioplasty. There were no patient effects, however, there was a clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4): against resistance; failure to follow steps/instructions.